Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist broken the tongue of the roller pump. The device was not changed out. The pump was being used for suction and was not used in the procedure. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed by the field service representative (fsr). The fsr removed the broken tongue and replaced it. With the new part installed, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.